Manufacturer narrative:
(B)(4), the disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number, s11j20088, was provided and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. The complaint cannot be confirmed and the assignable cause was not determined

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a case report received by baxter (B)(6) on (B)(6) 2012 from the home therapies manager at (B)(6) hospital via customer services. It was reported that on an unconfirmed date a homechoice auto pdset 8-prong cassette was involved in a leak incident. At the time of the problem, it was reported that one of the apd patients had developed peritonitis. Patient mentioned that approx 3 times the week preceding the infection, his patient line was leaking from the blue "wing nut" on the line. Patient was advised if the line is faulty, don't use it and replace with another. The patient did not suffer any lasting consequences.